Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluations: received (4) photo samples. Visual evaluation of the photo samples of temp sensing foley catheter with syringe. The second photo shows partially deflated catheter. Verified material tray 29030j14 with lot myks5258 and material number for catheter 119314 and manufacturing lot number ngkq3990. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkq3990. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percnet aq methylene blue per 100ml distilled water) using returned syringe and the catheter was allowed to rest with no observed leaks. However, asymmetric balloon was observed. The balloon 10ml was deflated in1 min 4 sec with no cuffing noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, the foley catheter sterile water did not return well, so its use was refrained from. Per the notification received from the investigator on 16feb2026, it was reported that the catheter balloon was asymmetrical had been found during the sample evaluation conducted on 04feb2026.

Event description:
It was reported that during the pre-test, the foley catheter sterile water did not return well, so its use was refrained from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.